Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, inside the patient the snare loop was unable to be retracted. It was removed together with the endoscope. The procedure was completed with this endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) difficulty in closing the snare. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device revealed the handle cannula to be detached from the handle assembly. The cannula was found to be pushed distally, most likely from an attempt by the user to function the device. The handle cannula was found to be properly crimped at approximately 2 millimeters from the proximal end securing the cable inside the cannula and slight score marks from the cap screw were visible on the cannula. The cannula was measured to be within specification. The socket head cap screw was inside the finger ring and torqued into the active cord insert. The gap inside the insert and under the set screw was pin gauged and measured to be approximately .045 inch. During the evaluation, the device was disassembled and the screw was removed from the insert with some resistance noted. The tip of the screw presented some damage and it appears to have been cross-threaded during assembly into the insert. The screw thread length was measured to be within specification. An examination of the insert found burrs inside the tapped threads. It was noted that the condition of the returned unit was consistent with the complaint incident that the snare was unable to be manipulated. Based on all gathered information the investigation fails to determine a definite root cause. A device history record (DHR) review of lot number 16824032 was performed and revealed no issues related to the reported complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, inside the patient the snare loop was unable to be retracted. It was removed together with the endoscope. The procedure was completed with this endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.